Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 125 ohms. It was noted, over the last year shock impedances has been rising. In the 130 ohms range frequently. Technical servcies suspects these are gradual physiological changes. At this time, the lead remains in service. No adverse patient effects were reported.